Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 7.1 mmol/l vs 5.4 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 1.7 mmol/l. Patient did not experience any adverse events. No further information has been reported.